Manufacturer narrative:
Concomitant product(s): garlic 400 iu; pravastatin sodium 40 mg; azor 5 mg-20 mg tablet; fenofibrate micronized 134 mg capsule; megakrill 300 mg-90 mg-24 mg-50 mg capsule; tramadol 50 mg tablet vitamin b12 1,000 mcg-folic acid 400 mcg sublingual tablet; vitamin e 400 unit capsule; acetaminophen ER 650 mg tablet,extended release; vitamin d3 2,000 unit tablet; aspirin 81 mg tablet,delayed release (dr/ec); coq-10 100 mg capsule. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported a patient developed endophthalmitis in the right eye 6 weeks post implantation against the xen®45 gts. Treatment was provided as azopt and xalatan for iop. Retina specialist did a vitreous tap and an intravitreal injection of vanco and ceftaz as well as added pred forte 1% q2h, vigamox q2h, atropine qd, and avalox 400mg qd. The device remains implanted at this time and will only be explanted if infection recurs or does not resolve. The event has not resolved completely.